Manufacturer narrative:
The unit was received with dog chew marks on reservoir tube lip. Reservoir does not lock. (B)(4).

Event description:
The customer called in to report damage to his reservoir housing on his insulin pump because his dog chewed on the device. Customer stated that the keypad and screen still work but the reservoir housing is too damaged to insert a reservoir. The customer's blood glucose level was 59 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.